Event description:
It was reported that during an attempted implant, the physician attempted to extend the helix of the lead with 35 turns, when the helix suddenly popped out. The physician then attempted to retract and extend the helix, however no matter how he turned the lead, the helix would no longer move. The physician elected to remove the lead and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.